Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: surgical removal and hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed from the patient anatomy. The device was removed surgically. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.